Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain indications. It was reported that the patient started feeling shocking on (B)(6) 2022. There no external or patient factors. Patient turned down stim and scheduled an appointment at their healthcare provider's office to evaluate. At the appointment, a rep met up with the pt today to evaluate his system. He was reporting shocking with the system. An impedance test indicated electrode 7 as being out of range. This electrode was not being utilized for his programming. Regardless, pt was reprogrammed for improved coverage of his left buttocks. Rep also set up adaptivestim and adjusted. Rep could not replicate the shocking sensation during the reprogramming session. It was unknown if the issue was resolved.

Manufacturer narrative:
Product ID 977c165 lot# serial# (B)(4). Implanted: (B)(6) 2016 explanted: product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4). Ubd: 17-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep was able to program around the affected electrode, time will tell if the programming helps.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.